Manufacturer narrative:
Consumer reported experiencing eye burning after using the product. It should be noted, however, that the consumer did not use the product as directed. For example, she failed to discard remaining contact lens solution in the lens case after each disinfection cycle and she used a competitor¿s disinfection solution in the same lens case. The (B)(4) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the (B)(4) description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was discarded by the consumer.

Event description:
Consumer reported experiencing eye burning after using the product. It should be noted, however, that the consumer did not use the product as directed. For example, she failed to discard remaining contact lens solution in the lens case after each disinfection cycle and she used a competitor¿s disinfection solution in the same lens case. There was no report of a medical evaluation or medical treatment associated with the experience. It is possible the device malfunctioned as a result of variability of neutralization.